Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported through the pulmonic-compassion xt study, during deployment of a 23mm sapient xt valve in a 20mm conduit in a pre-stented pulmonic position via transfemoral approach, the balloon ruptured when the valve was partially deployed. The valve was post dilate in the intended location with a good outcome. There were no patient injury.

Manufacturer narrative:
The delivery system was returned inserted through the full loader assembly and with a stopcock attached to balloon inflation port. The returned device was inspected for any visual abnormalities. A cut was observed on the crimp balloon, approximately 0.5¿ in length. Functional testing was performed and the device was able to be locked and full fine adjustment was verified to be functional. No additional functional testing was able to be performed due to the condition of the returned device (cut on the crimp balloon). Dimensional inspection was performed on the relevant component features related to the reported complaint. If the balloon wall is too thin, it can leave the balloon more susceptible to a tear and may be indicative of a manufacturing nonconformance. Balloon single wall thickness measurements on both sides of the tear were taken with a digital blade micrometer. The measurements met the wall thickness specification. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint. Lot history review of the relevant work order did not reveal any other complaints for balloon ¿ leakage. A review of complaint history reveals that the occurrence rate for balloon ¿ leakage did not exceed the october 2017 control limits for the trend category ¿leakage¿. No instruction for use (IFU) or training manual deficiencies were identified. The inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for balloon ¿ leakage was confirmed based on the condition of the returned device. A review of available information (complaint history, lot history, and DHR review) did not reveal any evidence of manufacturing non-conformance. Additionally, the review of manufacturing mitigation supported that the balloon and associated delivery system have proper inspections in place to detect issues related to the reported balloon burst. There may have been several factors that contributed to the burst during deployment: deployment into a calcified implanted valve carries the risk of a balloon bursting or leaking. Deposits of calcium can puncture the balloon during advancement/positioning, the balloon may have caught on the pre-stent, propagating a tear that lead to the observed leakage. Per the physician training manual it is noted that inflation volume may vary while performing a valve in valve procedure. Exceeding the rated burst pressure during deployment may cause balloon damage, leading to a leak. It is important to note that there was no report of difficulty during device prep or de-airing. The balloon leakage therefore was likely not present before insertion of the device through the sheath. Available information suggests that patient/procedural factors may have contributed to the reported event, but a definitive root cause is unable to be determined at this time. The complaint of balloon ¿ leakage was confirmed. However, no manufacturing non-conformities were identified. Available information indicates that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the october 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.